Event description:
Customer reported the insulin pump was alarming button error. Customer stated he was attempting to bolus and was pushing the up arrow to increase his insulin. Customer noticed the numbers kept ramping on their own when he let go of the arrow. Customer's blood glucose was 113 mg/dl. Customer did not recall any other significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device had cracked case at display window corners and display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.